Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the exhalation pressure transducer failed transducer calibrations. At this time, it is unknown whether there is patient involvement. &#1288;ere has been no report of any patient consequence associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly (pcba) for investigation. The reported issue was able to be duplicated and isolated the root-cause to degraded transducer located within the assembly (pt801). This issue will be internally investigated within carefusion.